Event description:
It was reported that during a bypass procedure it was noted by the clinician that the arterial cpb blood was darker that usual. The monolyth oxygenator was changed out with another monolyth oxygenator and the procedure continued without further incident. No patient injury.